Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; plastic distal end cover had a dent; nozzle was deformed; adhesive around objective lens had a chip; and the adhesive around light guide lens had wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, that foreign material clogged the a/w nozzle, and prevented water feeding; subsequently, the procedure was prolonged to exchange device. Olympus could not identify foreign material. The foreign material could not be removed by physical damage of the device. The a/w nozzle was deformed. Olympus could not collect information to judge whether reprocessing/handling of the device by the user deviated from IFU. The root cause of this event was unable to be identified. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU provides the detection method in olympus gif-h170 operation manual chapter 3 preparation and inspection. IFU provides the prevention measures in olympus gif-h170 reprocessing manual chapter 5 reprocessing the endoscope. Operation manual important information: please read before use warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an esophagogastroduodenoscopy (egd), the gastrointestinal videoscope would not allow air and water to pass through the distal end. The procedure was completed with another device. There was a prolongation of the procedure/anesthesia, but no time frame was given. It is likely that it was short in duration in order to exchange devices. As the event was not life threatening, the delay was likely short in duration, there was no intervention or hospitalization. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that foreign material was found in the nozzle, the forceps channel port, channel mount unit, and the adhesive on the bending section cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.